Manufacturer narrative:
The returned catheter met the requirements for patency and leak testing. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted. According to the report, the physician took an x-ray which showed that was no kinking of the catheter.